Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be performed. A device history review was performed finding two exceptions during manufacturing; however, the device was re-tested and found to be performing as designed. A service history review revealed no previous service events that were related to the reported condition. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A device history review and service history review will be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a high drain 105 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The total ultra filtration (uf) equaled 2484ml. The home patient (hp) stated they had used a red bag. The therapy was a tidal therapy, the total volume equaled 9500ml, the fill volume (fv) equaled 2000ml, the total volume equaled 85%, the target uf equaled 250ml, the last fill volume (lfv) equaled 300ml, the dextrose was set to same. The patient did not report any symptoms. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.